Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 3 reference MFR report: 3008829311-2017-00836. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the leads had migrated. Patient denies any falls or trauma. As a result, the patient underwent surgical intervention to have their leads replaced. Effective therapy was restored post operatively.